Event description:
The customer reported that the insulin pump alarmed motor error during her bolus. Troubleshooting was performed. The customer was able to prime. Ran a displacement test and the device failed the test. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.